Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant high results for 1 patient tested for roche cardiac poc troponin t on a cobas h232 instrument with serial number (B)(4) compared to a cobas e 411 immunoassay analyzer. The first sample from the patient was drawn at 2:30 a.m. And the initial troponin t result from the h232 meter was 89 ng/l. The sample was tested on the e411 analyzer and the troponin t hs result was 7 ng/l. A second sample from the patient was drawn at 7:50 a.m. And the initial troponin t result from the h232 meter was 86 ng/l. The sample was tested on the e411 analyzer and the troponin t hs result was 9 ng/l. Based on the results from the h232 meter, the patient received a coronarography. There was no sign of coronary sclerosis. The results from the e411 analyzers were received afterwards. There was no allegation that an adverse event occurred due to the coronarography. The patient has since been released from the hospital. The customer ran internal qc on the h232 meter following the high results and correct results were obtained. The customer routinely checks patient samples tested for troponin t on the h232 meter against the e411 analyzer. The customer has not had any additional issues with any other patients. An interference is suspected in the patient sample. The patient did not receive biotin therapy or other therapy known to cause an interference. The patient was not tested for rheumatoid factors, however, there was no indication that the patient had high levels. The patient was not tested for heterophil antibodies, but, there was no indication of high levels. There was no icterus, hemolysis or lipemia. Neither the h232 instrument nor a similar device is sold in the united states. The meter and test strips were requested for investigation. Relevant retention material roche cardiac poc troponin t of lot 30397810 was measured on qualified cobas h 232 with: three native blood samples and one spiked blood sample (c=85 ng/l), in comparison to master lot 28237880, each blood sample n=three test strips with each lot. The mean of the measurements with relevant retention material (B)(4): first native blood sample : <40 ng/l , second native blood sample: <40 ng/l , third native blood sample : <40 ng/l , spiked blood sample (c=85 ng/l): 90 ng/l . Mean of the measurements with master lot 28237880: first native blood sample : <40 ng/l , second native blood sample: <40 ng/l , third native blood sample : <40 ng/l , spiked blood sample (c=85 ng/l): 89 ng/l . The results of all measurements fulfill the requirements.

Manufacturer narrative:
The customer returned the meter and test strips. Relevant retention material roche cardiac poc troponin t of lot 30397810 were measured on the customer's cobas h232 meter and a cobas h232 used at the investigation site in comparison to our master lot strip lot 28237880 with one native blood sample and two spiked blood samples: (c=85 ng/l and c=90 ng/l) each blood sample n=two test strips on the customer's cobas h232 and n=three test strips on the h232 used at the investigation site. The blood samples were run on a cobas e 411 immunoassay analyzer. The mean of the measurements on the customer's cobas h232 with relevant retention material #30397810: native blood sample: <40 ng/l, first spiked blood sample (c=85 ng/l): 88 ng/l , second spiked blood sample (c=90 ng/l): 93 ng/l . The mean of the measurements on the cobas h232 used at the investigation site with relevant retention material #30397810: native blood sample: <40 ng/l , first spiked blood sample (c=85 ng/l): 84 ng/l , second spiked blood sample (c=90 ng/l): 93 ng/l . The mean of the measurements on the cobas h232 used at the investigation site with master lot: native blood sample: <40 ng/l , first spiked blood sample (c=85 ng/l): 88 ng/l , second spiked blood sample (c=90 ng/l): 90 ng/l . The cobas e411 measurements: native blood sample: <3.00 pg/ml, first spiked blood sample (c=85 ng/l): 84.71 pg/ml , second spiked blood sample (c=90 ng/l) 85.79 pg/ml . The results of all measurements fulfill the requirements. The measurement results between the customer's cobas h232 and the cobas h232 used at the investigation site with relevant retention material fulfill the requirements. Additional measurement on cobas h232 from the customer with test strips from the customer, n= one test strip with native blood sample and spiked blood sample (c=85 ng/l). Native blood sample : <40 ng/l, spiked blood sample (c=85 ng/l): 81 ng/l. The investigation did not identify a product problem. The cause of the event could not be determined.